Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient experienced withdrawal and ineffective pain relief. A volume discrepancy was noted at refill and the low battery alarm was occurring. The patient reported she "went through weeks worth of pain and misery and ended up in the hospital with terrible pain and increased blood pressure". The patient also stated she "went to the emergency room and to the physician's home in 2007, and then back to the hospital". The pump was explanted and replaced. The pump contained fentanyl 8000 mcg/ml infusing 5159.5 mcg/day in complex continuous mode. No additional information was provided at the time of this report. A follow-up report will be sent if additional information becomes available.